Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant, using 8f amplatzer trevisio intravascular delivery system. During deployment, the device deformed to a cobra-like shape. The device was removed and a replacement same size/lot 10mm amplatzer septal occluder was prepared. After attaching the replacement device to the cable, the shape defect was observed during the confirmation. The procedure was completed with a replacement non-abbott device. There was no adverse patient effect.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The field reported that there was an anatomical interference and an 8f delivery system (larger than recommended) was used. Based on the available information, the cause of the reported incident could not be conclusively determined.